Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "low", although a specific value was not provided. Suspected cause was due to the time settings being wrong. During troubleshooting with tandem technical support (tts), the customer confirmed that the time setting being wrong was not attributed to issue with the pump. The customer consumed carbohydrates to address bg. Tts assisted the customer in updating the pump time, and the customer continued using the pump for insulin therapy.